Manufacturer narrative:
A ge service representative performed an on site investigation. The sram was placed on order during the service call. The system will be repaired when the parts are available.

Event description:
It was reported that the system would not boot up. There was no patient injury or death reported.